Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial #: unknown, product type: programmer, physician. Product ID: 37082-40, serial #: (B)(4), product type: extension. Other relevant device(s) are: product ID: 37082-40, serial/lot #: (B)(4), ubd: 08-dec-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that on (B)(6), the rep received a call from the local distributor during a procedure to change the batteries (primary cell by rechargeable system). During surgery, the physician discovered that there was problem with the clinician programmer and telemetry was unable to perform. The surgery was rescheduled with the extension and a 2x8 lead in case of necessity. Before the procedure, they had a doubt about the connections and boots but the scrub tech solved it. However, during the procedure both the scrub tech and rep had a doubt. They oriented the incision between the lead and extension and didn't at the pocket. If they wanted to make the incision at the pocket, a pocket adapter should have been used but the physician had already discarded the extension and sutured the patient. Factors that may have led or contributed to the issue were anxiety of the physician. Actions taken were phone calls and messages and the issue was resolved. The patient had to undergo a surgery twice. There was a report of no injury. Additional information reported that the physician did not know what materials were needed to perform the procedure and was not aware of the appropriate extension, connections, and adapters to use in the surgery and the procedure was unsuccessful. On (B)(6) 2019, a second attempt of the procedure occurred where they tried to fit the extension without success. It was reported that the technical knowledge for the procedure was no known, they did not do technical planning for the surgery, and did not perform x-rays before the procedure. There were no complaints reported regarding technical issues with the product.

Manufacturer narrative:
Please note that device codes (B)(4) no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable neurostimulator (ins) would not be returned for analysis, as ¿the problem was not at the ins.¿ it was noted the physician programmer card was changed as a result of the issue. No further complications were reported or anticipated.